Event description:
Patient had right total hip arthroplasty on 11/16/93. Did well untial 12/14/93. Seen by orthopedic surgeon. Audible clicking sensation. X-ray report stated total hip not dislocated. Phusician's impression was that acetablular liner had become loose. Admitted 1/18/94 and acetablular liner and femoral head replaced. Acetablular liner had completely dislocated out of the porous outer shell. Compnay representative present during surgical procedure 1/18/94 and 11/16/93.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.